Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used large tr band assembly was returned for product evaluation. The returned device was subjected to visual inspection and no anomalies were noted. The sample was subjected to leak testing. The inflator was used to inflate the tr band with 15 ml of air. The inflated tr band was then submerged underwater and air bubbles were seen at the air inlet valve. No bubbles were observed along with the seals of the large and small balloons. The valve was then deconstructed and examined under the microscope. Foreign matter was found on the air inlet valve and was found to be consistent with nylon 6. The operations quality engineer was informed about this complaint and a non-conference (nc) was initiated to further investigate this issue. Based on the returned device, the complaint can be confirmed for airflow issues since air bubbles were observed during leak testing at the air inlet valve. It is likely the foreign matter observed did not allow the air inlet valve to properly close therefore causing air to leak out. A nonconformance was initiated to further investigate this issue. The nc concluded that the probability of valve contamination during the manufacturing process is low but possible. The controls in place in production minimize valve contamination. There is always a possibility that valve contamination could occur during post manufacturing since the valve is open and can attract foreign matter. The valve contamination could have occurred any time after the 100% leak tests. The most probable cause for this valve contamination is foreign material from the magic tape at the time of use.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved tr band was used at the end of a percutaneous coronary intervention (pci) procedure via radial access. At end of procedure the physician applied the tr band and inflated it to 15cc. The sheath was removed, and air was removed to achieve patent hemostasis. The syringe was removed from the sidearm and placed in the patient's hand. It was noted almost immediately that there was bleeding at site. The syringe was used to re-inflate the band. The band immediately deflated once the syringe was removed from the sidearm. The scrub nurse held compression on the radial and ulnar artery while the physician applied a new tr band. This appeared to stop the bleeding, but a hematoma had formed and seemed to continue to expand. A second large tr band was applied at the upper aspect of the hematoma and this seemed to contain and control the hematoma. The patient was transferred to a recovery area with no further issues noted during recovery. The blood loss was less than 250cc's. The procedure was completed successfully. There was no patient injury, medical/surgical intervention required.